Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the black box eaw code 162 loss of prime warning with low non-zero force. A 24 hour duration test successfully completed with no loss of prime warnings being duplicated. The force sensor calibration is out of specifications. The pump case was removed and the force sensor pins were seated and solder connections intact. No evidence of cracked force sensor traces. Force sensor resistance rating is out of specifications. There was moisture observed in the battery compartment. A leak test was performed and a battery compartment leak was found. A crack along the side of the battery compartment threads was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.